Event description:
Customer's wife called to report a hospitalized due to chest pain and high blood glucose. The current blood glucose reading is 108 mg/dl. The blood glucose reading at the time of the event was 1260 mg/dl. Customer complained of aching all over and chest pain. The customer did not used insulin for three days. Caller stated that the insulin needed a new battery every other day and the insulin pump could not rewind. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.